Manufacturer narrative:
A follow-up report will be filed if more information becomes avail.

Event description:
It was reported that while in the cath lab, md inserted sheath via right groin. Intra-aortic balloon (iab) was prepped per instruction and advanced through sheath. After insertion, pump alarmed "high pressure." Md checked iab inside the body using an x-ray. Upper side of the iab was not inflated & md tried to inflate iab by using the syringe; however, upper side of iab could not be inflated. Blood "came out of the insertion site". Iab was then removed & another iab was inserted. Refer to medwatch 1219856-2007-0322 for second event involving same patient.